Event description:
It was reported that the camera was checked with akk and it was found that the calibration steps are not getting completed: there is an illuminator hardware fault. The h and p indicators for handpiece and pointer, in the camera, were blinking. For this was noticed during set-up, the patient was not involved at the moment.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 4 (four) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection of the the device found that the outer case of the camera displays numerous scratched and smudged. A functional evaluation was performed, upon connection to ndi accuracy assessment kit to evaluate the camera accuracy, the camera error led was illuminated. Upon connection to the ndi configure app the 'illuminator hardware' error was displayed. The camera was connected to a navio system at the 'femur bone removal' screen. Following the warm up period, the camera error led illuminated and the "infrared lamp is not working properly. This may result in a limited field of view." Error was displayed confirming the error observed by the user. A review of the event logs revealed a considerable number of 'illuminator current lower than recommended errors' and that the camera bump sensor was triggered on august 19 2019. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.